Manufacturer narrative:
(B)(4) evaluation statement: the reported event of sticking module latches could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.there was no report of patient involvement.

Event description:
It was reported that during a physical inspection of the cicu there were multiple pump modules with sticking door latches found in the soiled utility room. There was no report of patient involvement.